Event description:
It was reported by the patient that the start/stop button on the previously working remote monitor was not working. The patient tried disconnecting and reconnecting the power cord but the monitor was still unresponsive. The patient is returning the monitor. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the start/stop button on the previously working remote monitor was not working. The patient tried disconnecting and reconnecting the power cord, but the monitor was still unresponsive. The monitor was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.